Manufacturer narrative:
Medical records revealed the patient¿s peritonitis was associated to the peritoneal dialysis catheter which is suggestive of contamination. The peritoneal dialysis catheter is not a fresenius manufactured product. Dialysate cultures drawn on that date revealed gram positive cocci, which is indicative of contaminated dialysate. The medical records did not contain a dialysis history and physical, dialysis progress notes or treatment records for review. There was no documentation in the record indicating there a causal relationship between the liberty cycler and the peritonitis.

Event description:
Medical records were received from the patient¿s treatment facility. The patient presented to the emergency room on (B)(6) 2015 with abdominal pain after completing his cycle of peritoneal dialysis treatment. The patient was admitted to the cardiac monitor bed and started on intravenous fluids. Patient¿s peritoneal dialysis solution culture was positive for staphylococcus aureus and the patient was started on antibiotics. A tunneled dialysis catheter was placed on (B)(6) 2016 and the patient was converted to hemodialysis. The patient¿s peritoneal dialysis catheter was eventually removed on (B)(6) 2016 under general anesthesia due to the peritonitis being a recurrent problem. There was no mention in the medical history of patient having previous or recurring episodes of peritonitis. The patient¿s blood cultures were negative and the abdominal series revealed no bowel obstruction. In addition, the patient¿s chest x-ray showed borderline mild pulmonary congestion, possible trace effusion. Patient¿s electrolyte imbalances were resolved. Patient was discharged on (B)(6) 2016 and the discharge diagnosis was peritonitis related to peritoneal dialysis catheter.

Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
A peritoneal dialysis (pd) patient's clinic manager reported a patient was hospitalized with peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient developed peritonitis while travelling out of state. The patient was not following aseptic technique when performing dialysis treatments. On (B)(6) 2016, the patient was hospitalized and subsequently removed from pd therapy and transitioned to in-center hemodialysis.